Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation all of the cables were pulled from the strain relief. This resulted in an inability to detect and treat. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt had a damaged cable. The last patient to use this belt did not report any deficiencies.